Event description:
After an implantation period of 100 months oversensing with two inappropriate shocks was reported. The lead remained implanted. At the moment, biotronik has no further information regarding a replacement or revision procedure. Should we receive further details, this report will be updated. Beside the shocks no adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been analyzed and confirms the complaint description. Noise on the rv and ff channels was observed and oversensing led to the inadequate shock deliveries. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.